Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had a lot of pain from the procedure when they put the device in. Patient said most of the pain revolved around the doctor having to cut a bone out of their back when the device was put in, which they thought was unexpected. Patient mentioned they were not too computer savvy and hadn't yet started to use the implant/external equipment. Patient has a follow-up appointment with healthcare provider and manufacturer representative on monday, and they were going to have the device tuned so they could start using the device and get it regulated to the level of help they needed. Patient has been frustrated by how debilitating the healing process has been so far. The patient was redirected to their healthcare provider to further address the issue. Patient also mentioned they did the trial and it seemed to help, but they hadn't had much chance to work with it since the surgery due to the pain they were in. Understood no programming had been done since the patient was healing from implant surgery.

Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.